Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was missing one of the balls after going through the wash. It is unknown when the ball went missing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected: expiration date for this device was reported incorrectly on initial due to device not have an expiration date and device manufacture date. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned item exhibits signs of repeated use and has one of components 1 and 2 disassembled / missing. The missing component was not returned. DHR was reviewed and no discrepancies relevant to the reported event were found. This device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for this device. This device was subsequently re-designed to account for this failure mode. It was determined that this devices was manufactured prior to this design change. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.